Event description:
Patient reported: chronic dislocation. Medical records were requested and received. The revision operative report indicated the patient was revised to address instability.(left hip).

Manufacturer narrative:
Patient reported: chronic dislocation. Medical records were requested and received. The revision operative report indicated the patient was revised to address instability. Doi (B)(6) 2008 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. Patient medical records were received and reviewed by depuy engineering. The review did not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.